Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was not impacted. Tandem technical support was unable performed a system check because customer changed infusion set before calling. Reportedly, the customer was using humolog cartridge for four days.